Event description:
It was reported that pump experienced malfunction with non-resettable malfunction code, and customer did not report any events prior to issue. There was no adverse impact to the customer's blood glucose level. Customer had no backup insulin therapy and planned to contact healthcare provider, while technical support confirmed pump was in warranty, arranged replacement pump with updated software, verified shipping details, and confirmed no signature was required for delivery. Technical support instructed customer to place malfunctioning pump into storage mode, return it to company within 10 days using provided materials to avoid being billed, and informed customer they would need to enter pump settings and reconnect continuous glucose monitor to replacement pump, which customer understood and acknowledged.